Event description:
It was reported that the caller experienced a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller successfully started their sensor session without encountering the error again.